Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during insertion in the emergency room, the md noticed a crack on the introducer needle hub. As a result, the needle was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.